Event description:
An autopulse platform (sn (B)(4) was deployed to resuscitate a 102-year-old male patient in cardiac arrest. The crew was able to pull up the lifeband on the driveshaft, and the platform performed as intended. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. The customer stated that the patient's death was not related to the autopulse platform. Per the reporter, after the patient call, the driveshaft of the autopulse platform was found stuck and would not rotate.

Manufacturer narrative:
The customer reported a complaint that the driveshaft of the autopulse platform (sn (B)(4) was found stuck and would not rotate was confirmed during the visual and functional testing. Zoll service personnel verified that the platform's encoder driveshaft was stuck and could not be manually rotated. The root cause of the stuck encoder drive shaft was not conclusively determined. However, because a jammed piece of the lifeband belt was discovered at the driveshaft opening, incorrect lifeband installation could not be ruled out. During the visual inspection observe that a portion of the lifeband's band clip is still in the encoder driveshaft as the customer cut it before sending the device for evaluation. Also, unrelated to the reported complaint, noticed a cracked bottom enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The bottom enclosure was replaced to address the observed physical damage. The archive data indicated user advisory (ua) 45 (not at "home" position after power-on/restart) messages, which the customer did not report. The (ua) 45 indicates that the drive shaft is not at the home position when the autopulse is powered on. The (ua) 45 message can be easily cleared by returning the drive shaft to the home position using the administrative menu. However, in this case, noticed that the encoder drive shaft was stuck. The autopulse platform failed the initial functional testing due to the (ua) 45. The driveshaft could not be rotated, as it was stuck. The lifeband band material was cut from both sides of the band clip to allow the removal of the drivetrain motor with the encoder. Following the removal, the encoder driveshaft was noted to rotate freely without binding and any restrictions. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ± 0. 001". A load cell characterization test was performed and confirmed that both load cell modules were functioning within the specification. The autopulse platform was further tested with the large resuscitation test fixture (lrtf), and the platform passed without fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 36968. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.